Event description:
Customer reported receiving a button error alarm on the insulin pump. No further information reported.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces. The button error alarm due to bleeding display glass. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.